Event description:
This information was received through literature article "characteristics and clinical outcome in patients after popliteal artery injury at a level I trauma center" accepted for publication in journal of vascular surgery, (B)(6) 2015. The study assessed the amputation rate and, subsequently, the therapeutic management and clinical outcome regarding the affect of concomitant injuries among patients with popliteal artery injury. Data was collected retrospectively for all patients treated for popliteal artery injury caused by blunt or penetrating trauma treated in the level I trauma center between january 1999 and december 2008. The article reports they registered the highest secondary amputation rates among patients who underwent arterial repair by ptfe patches; two times due to infection.

Manufacturer narrative:
Additional information regarding this report has been requested; however, no information has been provided, and therefore, the device lot number(s) used are unknown and an investigation of manufacturing records cannot be performed. Literature citation: lang nw, et al. Characteristics and clinical outcome in patients after popliteal artery injury at a level I trauma center. Journal of vascular surgery 2015;3:1-6.